Manufacturer narrative:
(B)(4). Evaluation summary post market vigilance (pmv) led an evaluation of one reload. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws clamped. This indicated that the jaws did not open when the instrument return knobs were retracted. This provided evidence that the reload was not engaged properly during loading. During functional testing, the reload was loaded into a pmv instrument after manually opening the jaws. The jaw springs were noted to be depressed and the jaws did not open properly due to a lack of spring force. No further functional testing was performed due to the damages. Engineering disassembled the device and found lock ruing tab damage that is consistent with a misload condition. A review of the device history record indicates this device lot number was released meeting all quality specifications. Engineering concluded that the depressed springs condition may result from leaving the reload clamped up for an extended period of time. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Using idrive handle. Endo gia 60 purple reload was unable to open once inserted in to the I-drive adapter. Opened new reload and it worked fine. No increased operating time. No increased blood loss. No impact to patient.